Manufacturer narrative:
Continuation of d10: product ID 37086 (serial: unknown); product type: 0191-extension; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the implantable neurostimulator (ins) replacement contact 2 had slightly higher impedances of 2029 ohms. After changing the ins contacts 3 was 2244 ohms and contact 2 was 2255 ohms. There were no known causes. The extension was removed from the connector block and cleaned again but the issue wasn't resolved.